Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as patient unhappy with quality of vision. Additional information has been requested.